Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 lead, implanted (B)(6) 2005; 5076 lead, implanted (B)(6) 2005; 620bg33 annuloplasty band, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the pacing portion of the right ventricular (rv) lead was capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.